Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the sys would not save cine run prior to a case. No pt injury was reported.